Event description:
It was reported to philips that the ceiling suspended radiation shield fell off onto the sterile surface. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.